Event description:
Edwards received notification from our affiliate in (B)(4). As reported, this was a transsubclavian artery transcatheter aortic valve replacement (tavr) procedure with a 23mm sapien 3 valve was performed. Before the operation, blood pressure (bp) was 90-100 mmhg, no pericardial effusion was observed. As the patient had very severe aortic stenosis (as), a balloon aortic valvuloplasty (bav) with 20 mm balloon was performed successfully. During valve deployment, lcc calcification was stored on sov. It seemed that the space was insufficient. The valve was deployed with 2.0 ml less contrast than nominal volume. After valve deployment, mild-moderate pvl was observed. Post dilation was executed with same volume. Pvl improved slightly, however, pericardial effusion increased slightly. Hypotension at 60-70 mmhg occurred. No aog showed dissection. A rupture occurred at aortic annulus. Aog did not show the rupture. However, echo showed the rupture. The cause of the rupture was that the valve expanded calcification at aortic annulus. Increased doses of catecholamine was administered. Echo revealed 10 mml pericardial effusion in front of right atrium/ ventricular. Pericardial tamponade was improved by pericardiocentesis. And then bp increased to 120mmhg. 300 ml pericardial effusion was collected. A drain was placed. No pericardial effusion increased. No open chest surgery was performed. The patient left the operating room with bp 90-100 mmhg. Per the operator, there was no resistance during inflation. Although there was insufficient space at sov, as re-coil was concerned, post dilation was executed. Per echo doctor, the valve was pressed against the lcc during the valve deployment. After that, pericardial effusion was confirmed slightly. And after post dilation, it increased gradually. The valve remained implanted in the patient and would not be returned for evaluation.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. Per the instructions for use (IFU), annular rupture is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results indicate that patient and procedure related factors caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.